Event description:
It was reported that the patient had inadequate pain relief and implantable pulse generator (ipg) site pain due to weight loss. Program optimization was attempted and was not successful. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the leads and anchor were also removed.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-70 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-4318 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218700 model:sc-2218-70 serial: (B)(6). Batch:(B)(6) UDI: (B)(4). Product family: scs-linear leads upn:m365sc2218700 model:sc-2218-70 serial: (B)(6). Batch:(B)(6) UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model:sc-4318 batch: 27529679 UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and implantable pulse generator (ipg) site pain due to weight loss. Program optimization was attempted and was not successful. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the spinal cord stimulation (scs) leads and clik anchor were also removed.

Event description:
It was reported that the patient had inadequate pain relief and implantable pulse generator (ipg) site pain due to weight loss. Program optimization was attempted and was not successful. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.